Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 189mg/dl at the time of the incident. The customer was assisted with blank display troubleshooting. Customer stated that they changed the battery but display did not return and turned off without warning. Customer stated that the insulin pump fell in a hot tub but stated that it functioned normally after. Customer inserted new battery and the stated that the display returned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer did express the device had malfunctioned however, the display returned and functioned properly. The device did not cause or contribute to a reportable malfunction.